Event description:
It was reported 2 bd sec w/ss dc 20dp & hanger tex component separation. The following information was provided by initial reporter: it was reported by the customer that the tubing separated from the drip chamber and resulted in a spill.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Investigation summary: a photo sample was submitted for quality investigation. The customer complaint of separation was verified by examination of the photo received. From evaluation of the photo, the drip chamber had separated from the tubing. A device history record review for model 10013364t lot number 21069692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23-jun-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation: a photo sample was submitted for quality investigation. The customer complaint of separation was verified by examination of the photo received. From evaluation of the photo, the drip chamber had separated from the tubing. A device history record review for model 10013364t lot number 21069692 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation - other component - leak with lot #21043142 regarding item #10013364t.

Event description:
It was reported 2 bd sec w/ss dc 20dp & hanger tex component separation. The following information was provided by initial reporter: it was reported by the customer that the tubing separated from the drip chamber and resulted in a spill.

Manufacturer narrative:
Investigation: a photo sample was submitted for quality investigation. The customer complaint of separation was verified by examination of the photo received. From evaluation of the photo, the drip chamber had separated from the tubing. A device history record review for model 10013364t lot number 21069692 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A similar issue has been identified in previous complaints. We have funded a project, CAPA#3974230, to examine how to further increase the robustness of the infusion set and prevent future occurrences of this type. As a part of the action plan, creation of a new equipment to ensure proper solvent application between the drip chamber and tubing is carried out properly, additional controls will also be added to improve the performance of the equipment. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported 2 bd sec w/ss dc 20dp & hanger tex component separation. The following information was provided by initial reporter: it was reported by the customer that the tubing separated from the drip chamber and resulted in a spill.

Event description:
It was reported 2 bd sec w/ss dc 20dp & hanger tex component separation. The following information was provided by initial reporter: it was reported by the customer that the tubing separated from the drip chamber and resulted in a spill.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Investigation summary: a photo sample was submitted for quality investigation. The customer complaint of separation was verified by examination of the photo received. From evaluation of the photo, the drip chamber had separated from the tubing. A device history record review for model 10013364t lot number 21069692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23-jun-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.